Event description:
I thought I broke hardware from a previous back surgery and that a screw had migrated towards the surface of the skin. New dr was able to determine the bone growth compound used previously had caused new bones to grow horizontally through my back muscles, some near my hips and a few vertebrae above the initial site. Bone growths had to be surgically removed.